Event description:
It was reported that an ilet bionic pancreas displayed recurring alert 66 and alert 67 consistent with internal power regulation faults, and the user attempted multiple restarts without resolution while blood glucose remained in range. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included replacement of the device with instructions to shut down the malfunctioning unit, return it using a provided shipping label, and continue glucose monitoring with the cgm application or receiver; infusion set supply concerns were noted. Investigation included remote troubleshooting and collection of device history, followed by retrieval of the original device for analysis. Investigation of this case revealed a persistent power subsystem malfunction associated with vbuck over/under voltage, consistent with a pump electronics issue. It was concluded that the cause was a device hardware malfunction of the power regulation circuitry.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.